Event description:
It was reported that there was high threshold and high impedance greater than 3000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, however white substance noted, outer insulation breached cut, and blood was noted on all conductors (not obstructed); distal segment returned and analyzed.